Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30373825 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 13 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidents, which were associated with separate units, involving different patients. This is the first of two reports. Refer to 2026095-2026-00027 for the second report. The customer reported that following placement of a percutaneous endoscopic gastrostomy (peg) feeding tube, the device could be flushed; however, all attempts to aspirate using a syringe or wall suction were unsuccessful, as if the tube was obstructed. Due to inability to aspirate, the patient required placement of a nasogastric (ng) tube for enteral access and experienced a prolonged hospital stay. The patient subsequently expired. The relationship of the event to the patient¿s death was not reported. The patient was reported to be palliative care when the event occurred.